Event description:
It was reported that the patient (pt) reported their battery is dead. The patient initially alleged that it was their implanted neur ostimulator that was dead. However, during troubleshooting it was clarified that it was in fact the patient programmer, patient stated ins implant was okay. Patient stated they had new aaa batteries put in yesterday and the issue persisted. Agent walked patient through connecting and checking therapy status. Patient stated they were not able to use their right arm to drink a cup of tea or eat cereal. A replacement patient programmer will be mailed to the patient. Additional information was received from the hcp who stated they got the replacement patient programmer and needed assistance on how to use the patient programmer. Caller stated they were getting the screen that ins (implantable neurostimulator) battery is in the discharged state. Ts (technical services) reviewed that this screen meant that the ins battery is low and needs to be charged today. Ts walked caller through how to use the recharger and how to use the patient programmer once the ins is charged. During troubleshooting, caller indicated that the recharger coupling boxes are moving from 4 to 2 to 6 to 8 then back to 4 to 2. The ins is located in the abdomen and ts verified that the patient didn't have a charging belt. Ts ordered a charging belt to assist patient with maintaining the recharger over the ins. See email sent to repair. Ts reviewed for caller to call back should further assistance is needed to turn therapy back on.

Manufacturer narrative:
Product ID 37642, serial# unknown. Product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 37642, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that ever since getting a replaced programmer, every time they put in new batteries, patient's (pt) programmer tells them low batteries, pt said they came to the decision it has a bad connection inside of it. Patient services (pss) asked pt to remove the batteries and pt mentioned they shake and pt had considerable trouble removing the batteries. Pss did not troubleshoot further due to pt's shaking. Pss offered to replace the programmer. After ending the call, pss called pt back to inquire what the low batteries screen looked like and asked pt to troubleshoot and synch with the ins. Pt put the batteries back into the programmer but could not get the back panel on the programmer, stating: they are a little shaky, then, stating: they are a "lot shaky". Pt called an aid to help them put the batteries back in. Pt's aid did a check using the programmer and described seeing: ins battery in a discharged state. Pss reviewed the meaning of this screen and pt hooked up with the insr, started charging their ins and the aid confirmed the ins battery was blinking to the far left the stimulator was off (no lightening bolt), coupling ranged with, 0, 4 or 8 boxes filled in black. Pss reviewed ins off due to low battery and it is important to recharge. At this point another staff member came in. Pss offered and emailed patient programmer quick guide and equipment education links to the staff member. Encouraged pt to continue charging and if they needed further assistance they could call back. Patient called back and states she has fully charged ins but is still shaking. Pss reviewed how to use the programmer to turn therapy back on. Patient was able to do this and states not shaking any more. The issue was resolved.

Event description:
Additional information received from the consumer reported for the last 4 weeks they were experiencing symptoms, in which they were shaking, their right hand was the shakiest, and they had trouble eating due to this so they couldn't do anything like walk down the hall, and that this had happened before so the issue of their symptoms had been longer than the 4 weeks. The consumerused to have family help them with their equipment, but now they were alone and weren't doing anything right so they needed help addressing the symptoms and general use of the external equipment. The recharger was used which showed an empty ins battery, and that the ins was charging, at first stated that the battery was blinking at 1/4, and then later described seeing the battery 1/2 full, with the 3/4 blinking. Once patient had new batteries in the patient programmer the programmer was working and showed the battery was okay and therapy was off. The consumer turned therapy back on and stated they felt their hand tingle and shortly after their shaking and the tingling sensation had stopped. Pss reviewed with caller to continue to charge their ins to keep therapy on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# unknown implanted: explanted: product type programmer, patient analysis of external device, patient programmer, revealed insignificant anomalies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.